Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer did not resume insulin delivery after receiving the auto-off alarm. Subsequently, blood glucose (bg) level elevated to 400 mg/dl. Cts reminded the customer that the auto-off safety feature can be modified or turned off. It is possible that the customer overcorrected for the high bg, resulting in a low bg level of 61 mg/dl. At the time of the call, the customer felt &#50510;balanced&#55297;nd was "not feeling okay". The customer abruptly ended the call with tandem technical support (cts). Cts made a follow up call to the customer, during which, the customer was confused and incoherent. The contact gave the customer cookies and juice to address bg level. By the end of the call, bg level was starting to recover. Three hours later, during follow up call to the customer, it was reported that bg level had risen to 270 mg/dl, due to over correcting with cookies and juice. Elevated bg level was addressed via boluses with the pump.